Event description:
Additional information from the patient's health care provider (hcp) showed the patient's device was removed due to pain at the ins site. The date of explant was not reported. The patient outcome was reported as 'no injury.'

Event description:
A power-on-reset (por) condition was reported. The patient was not able to adjust stimulation and the patient programmer displayed a "call your doctor" icon when he attempted to turn the implantable neurostimulator on. The patient had his pacemaker tested the week prior to report, and the ins was working fine one to two days prior to report. The patient usually turned his ins off while driving, and did not remember if he turned it back on after his visit to the va two days prior to report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-33 lot# v072754, implanted: 2008 (B)(6), explanted: product typ lead; product ID, 3037 serial# (B)(4), product typ programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).